Event description:
It was reported that the inflatable penile prosthesis (ipp) mechanism stopped working. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.